Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they stopped feeling their stimulation all of a sudden on tuesday night. Patient left a voicemail for a manufacturer repre sentative (rep) yesterday and then spoke to the rep today and was advised to call for a charging cord for the communicator and go from there. Patient mentioned they never knew they had to charge the communicator and did not have a charging cord with their equipment; patient confirmed they were given the equipment at time of implant with the package already opened. Patient added that when they try to power on the communicator the indicator light flashes green and blue and then yellow and the shuts off.  Agent reviewed to follow up with their rep and healthcare provider (hcp)  to further address. A replacement power cord was sent out.

Event description:
Additional information was received from the patient. The cause was not determined. The patient was going to have replacement surgery and were waiting for a surgery date. The patient's weight was reported.

Manufacturer narrative:
Continuation of d10: product ID pa9000 product type multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID pa9000 serial# unknown product type multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they just had a laminectomy tomorrow, (B)(6) 2025. Patient stated hopefully they remove the battery to see if it was defective since it only lasted 15 months.